Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "exchange from textured to smooth implants due to the patients concerns with the product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, white calcification on the shell, and an opening. A leak test and microscopic analysis were performed which identified two striated openings on the anterior and posterior sides, and partial delamination of the valve due to adhesive failure. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is two striated openings on the anterior and posterior sides assessed as surgical damage, and partial delamination of the valve due to adhesive failure.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and exchange of textured to smooth implant due to patient concern with the product.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "exchange from textured to smooth implants due to the patients concerns with the product". Device has been explanted.